Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that this patient with an edwards bioprosthetic aortic valve, implanted approximately for seven (7) years and seven (7) months, underwent a valve-in-valve procedure due to severe aortic stenosis. The tavr was performed with an edwards transcatheter valve. There was no aortic insufficiency. There was 8-10mm gradient across the valve after deployment. A 21mm true balloon was used to post dilate the valve. Patient was taken to ICU in stable condition. Post-operatively, there were increased gradients across the aortic valve and the patient underwent balloon valvuloplasty on pod #8. There was no significant aortic stenosis and no aortic insufficiency. On pod #10, patient was discharged to snf in stable condition. This case involved a (B)(6) female with past medical history including aortic stenosis, chf, gerd, hld, htn, obesity, peripheral edema, sleep apnea, sob and dm ii.